Event description:
It was reported that 4 everest polyaxial screws fractured intra-operatively during screw insertion and removal. There were no adverse consequences to the patient. The procedure was completed successfully with an unknown surgical delay. This report captures the fourth of the four screws.

Event description:
It was reported that 4 everest polyaxial screws fractured intra-operatively during screw insertion and removal. There were no adverse consequences to the patient. The procedure was completed successfully with an unknown surgical delay. This report captures the fourth of the four screws.

Manufacturer narrative:
H6 has been updated to reflect completion of the investigation.